Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 3ml ls plunger was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer uses this product for covid vaccination. The customer reported that the plunger rod was found to be partially damaged."

Event description:
It was reported that the syringe 3ml ls plunger was damaged. The following information was provided by the initial reporter, translated from japanese to english: "the customer uses this product for covid vaccination. The customer reported that the plunger rod was found to be partially damaged."

Manufacturer narrative:
H6: investigation summary three photos and one sample were observed by our quality team for evaluation. From the photos and returned sample, the plunger was observed to be broken. A device history record could not be evaluated as the lot number is unknown. The probable root cause for the broken plunger could be due to a poor part throw out at the assembly leak test station and the part being jammed at the station. This might lead to the barrel flange of the jammed part to collide or friction with the ongoing production part, which eventually caused the broken plunger. Communication with the production technicians to raise awareness on this nonconformance will occur. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.